Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to p-wave and t-wave oversensing. This induced ventricular fibrillation (vf) and three additional shocks were delivered, with a successful vf conversion. Technical services (ts) was consulted and discussed programming options, with the device sensing vector reprogrammed. Ts noted the smartpass feature was off and so it was turned back on. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details are obtained, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to p-wave and t-wave oversensing. This induced ventricular fibrillation (vf) and three additional shocks were delivered, with a successful vf conversion. Technical services (ts) was consulted and discussed programming options, with the device sensing vector reprogrammed. Ts noted the smartpass feature was off and so it was turned back on. This device remains in service. No additional adverse patient effects were reported.